Event description:
It was reported that this brady lead was explanted due to product performance issue. New lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted due to product performance issue. New lead was replaced. No additional adverse patient effects were reported. Additional information indicates that this lead was explanted due to lead was intermittently capturing.